Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.0in had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter. According to the customer's report, black dirt was found on the area surrounding the catheter hub.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.0in had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter. According to the customer's report, black dirt was found on the area surrounding the catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-30 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and five photos. Upon visual inspection, it was found that brown/ black specks were embedded within the adapter of the unit. The reported defect was confirmed. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.